Manufacturer narrative:
One set model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the drip chamber. No other defects or abnormalities were observed. Visual inspection under the microscope showed a lack of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause is a lack of solvent dispense to the tubing due an incorrect insertion of the tubing to the solvent dispenser or due an functional intermittency in the solvent dispenser that do not dispense the amount of solvent required. Lot number reported was manufactured in aug 2025 before improvements to the manufacturing process were implemented. The standard work instruction was updated to assign responsibility to the solvent operators to verify the correct functioning of solvent dispensers after bushing changes and cleaning guide for bushings before placing it into the production line. A device history record review was performed on the possible lot found. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: I have an infusion set #2420-0007, nursing say the tubing disconnected from the chamber while in use. I only have the tubing, not the packaging. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No harm to patient. Can you please provide an exact date of event in format dd-mmm-yyyy? 19-11-2025. Can you please provide the lot number associated with reported issue? No, packaging was not retained.